Manufacturer narrative:
(B)(4). B5: correction to the following statement in the initial MDR: when ems arrived, they performed a finger stick bg and the value was 258 mg/dl. H2: correction.

Event description:
When ems arrived, they performed a finger stick bg and the value was 285 mg/dl.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s cgm value was 45 mg/dl; the patient did not have any symptoms of hypoglycemia; however, they reported that emergency medical services (ems) was called. A bg was not performed by the patient to confirm the cgm value before calling the paramedics. When ems arrived, they performed a finger stick bg and the value was 258 mg/dl. No treatment was provided, and the paramedics left. Additionally, the patient reported that they have a history of being hypo-aware. At the time of report, the patient was doing well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.